Manufacturer narrative:
(B)(4).

Event description:
It is reported the event occurred in the anesthesia department. It is reported the md was not able to thread the swg through the syringe smoothly. As a result, a new kit was opened and used successfully. There was no delay in treatment. There were no reported pt injuries, complications, or death. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of the product malfunction; therefore, it is reportable.